Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. However, an analysis of the retained sample for this lot, showed that the product met all release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Based on the assessment, the product met release criteria non-conformance based review of the lot number was performed and a potential contributing factor to the reported complaint was identified. Nonconformance investigations (nci¿s) were opened and determined to not be relevant to this investigation. A review for complaints reported against this lot number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional via study reported that after vitrectomy surgery, the patient experienced high intraocular pressure in the right eye. The severity of the event was mild. The patient received drug treatment. The current condition of the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that the current condition of the patient was resolved.

Manufacturer narrative:
Additional information was provided in section b3, b5. The manufacturer internal reference number is: (B)(4).